Event description:
During a right breast lumpectomy, a lighted plasma blade was being used to cauterize tissue in conjunction with a debakey forcep. An area was noticed between the plasma blade and debakey forcep, so the provider pulled the plasma blade away from the forcep and noticed a small flame about the size of a lighter at the tip of the plasma blade. The flame was extinguished with a damp 4x4. There was dried blood on the tip of the plasma blade that could have contributed to the small flame. Not pt provided, or staff injury.